Manufacturer narrative:
Concomitant medical products: addr03 ipg, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead were capped for an unknown reason. Replacement leads were implanted. Both leads were explanted at a later time. No patient complications have been reported as a result of this event.